Manufacturer narrative:
D1): specific brand name unk because device model number unk d4): device model number, lot number, catalog number, expiration date, UDI unk g4): device 510k number unk because device model number unk h3): a portion of the device was discarded, and a portion remained within the ra lead in the patient, thus no investigation could be completed. H4): device manufacture date unk because device lot number unk h6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the ra lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra), and a left ventricular (lv) lead due to bacteremia and cied system/pocket infection. A spectranetics lld ez lead locking device (lld) was inserted into the rv lead, and an lld (model unk) was inserted into the ra lead to provide traction. The lv lead was removed by simple traction, without use of a traction platform. However, prior to use of any extraction tools, the patient''s heart stopped beating. Afterwards, it was reported that a spectranetics glidelight laser sheath was used to aid in lead extraction. While attempting to remove the rv lead, the rv lead and lld broke (cause unk), in the area under the proximal buckle, and both were capped and remained in the patient (MDR 3007284006-2023-00023). The patient''s hemodynamics were too unstable to continue the procedure. Therefore, the ra lead was not removed; the physician did not attempt to unlock the lld from the ra lead prior to cutting and capping both, which remained in the patient (MDR #3007284006-2023-00027). This report captures the lld within the ra lead which was cut and capped and remained in the patient. There was no alleged malfunction of the lld within the ra lead during the procedure.